Manufacturer narrative:
Section d4 - expiration date section g - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the device was discarded at the healthcare facility. Infection is a potential risk that comes with surgery. The evoke scs system surgical us surgical guide includes ¿infection that may require hospitalisation with intravenous antibiotic therapy¿ as a risk such that the patient may require surgery including explant. The manufacturing records were reviewed. Product met all requirements for release.

Event description:
A patient with an implanted evoke spinal cord stimulation (scs) system exhibited an infection near their implant site. The scs system was explanted and the patient was reported to be recovering.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.